Manufacturer narrative:
Evaluation summary: the product was not returned for analysis.; it remains implanted. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The product investigation could not identify a root cause. Attempts have been made to obtain additional information. (B)(4).

Event description:
An ophthalmic surgeon reported that one year following a glaucoma filtration device implant procedure, the device touched the iris. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon that the patient experienced a mild choroidal detachment eight days following the device implant procedure. No treatment was administered, the patient is recovered, and there was no causal relationship between the device and the event. The event was considered non-serious.